Event description:
Patient with lc calculus to operation room for ureteroscopy retrograde with laser lithotripsy and stent placement. There was a large stone noted to the l upper pole. A zero tip nitinol basket was used to try to reposition the stone, but the basket got hung up around the stone and was difficult to remove. The basket had to be cut and wires removed with ureteroscopic biopsy forceps. There was no injury to the patient.